Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of false upstream occlusion alarms was reproduced and confirmed through eval. The upper and lower fluid number reading from the upstream sensor were below spec. The condition was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump was having false upstream occlusion alarms. It was also reported there was no pt involvement.